Event description:
The customer reported that the lateral tube cross travel switch was non-functional. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube travel switch was evaluated and re-soldered. The sys was tested and found to be working as intended and returned to svc.